Manufacturer narrative:
E1: initial reporter information: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak of saline solution was observed from a crack in a gambro cartridge set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection of the actual sample, breakage was observed between the arterial and venous chamber of the cartridge. A crack was identified to have originated from the inside to the outside of the chamber. Ten (10) retention samples were evaluated and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.